Manufacturer narrative:
Philips has started an investigation; a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the gradient busbar 3.0t was broken. The connection between busbar z axis and gradient coil was replaced because it burnt out. The burning generated smoke, which triggered the smoke alarm and caused the scanning to stop. No harm was reported related to this incident. Based on this evidence it was decided to report this incident.

Manufacturer narrative:
Based on the on the investigation performed, the cause found related to failure of busbar on wb30s system. The smoke detector was activated which led to the system halting its scanning operation. The system's built-in mitigation measures functioned as intended by initiating a shutdown in response to the failure. This preventive action effectively stopped the malfunction from escalating into a safety issue. The risk of fire/smoke in examination or technical room caused by compromised electrical contact in current carrying part of the gradient chain, is identified in the risk management matrix as hazard gr.15. In this case there is no reported that the patient or operator suffered an injury. The defective busbar was replaced at site and the system was back in use.